Manufacturer narrative:
Philips service advised the customer to use a wired pedal while a wireless pedal was ordered. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wi-fi pedal power supply connector was broken, and a workaround was provided, on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.